Event description:
It has been reported to us that during the procedure, the pigtail tip of the catheter separated and became trapped inside of the introducer while still inside the pt's femoral artery. The physician inserted the diagnostic catheter into the pt through the introducer sheath. The physician performed a lv injection. The physician removed the diagnostic catheter from the pt and noticed that the tip of the diagnostic catheter had separated from the shaft. The physician noticed that the tip of the catheter had become lodged inside the introducer sheath which was still inside the pt. The introducer sheath was removed without issue. The pt was reported to be fine.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be conducted.